Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump lost power while on a patient. No patient harm or injury. The pump was not exchanged for another. The current status of the patient in "unknown".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "system error 3 alarm" was confirmed upon investigation of the returned sample. The customer returned an ac3 m-force motor driver assembly for investigation. Visual inspection of the m-force motor driver assembly was performed, and no abnormality was noted. The pump triggered a system error 3 when pumping was initiated during functional inspection. One of the pins on the communication cable was found broken, which caused the alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to a broken pin on the communication cable. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the pump lost power while on a patient. No patient harm or injury. The pump was not exchanged for another. The current status of the patient in "unknown".